Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure the harmonic ace curved shears insert was noted to separate after several minutes of use. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the insert with the teflon pad was damaged and with a portion of the pad detached from the clamp arm. Charred marks and slight deformation were found on the pad. No other physical damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.